Manufacturer narrative:
The reported event of failure to insert stylet was confirmed. As received, a complete lead was returned in one piece. X-ray examination found a broken piece of guidewire inside the inner coil at the middle region of the lead. The cause of the broken guidewire is consistent with procedural damage. No other anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-38455. It was reported that the patient presented for a device upgrade procedure. During the procedure, the physician first placed a new left ventricular (lv) lead, however it exhibited non capture. Furthermore, fluoroscopy confirmed the lv lead had dislodged and a stylet was unable to advance through the lead. Therefore, the physician elected to remove that lead and place a new lv lead. The new lv lead also dislodged and a stylet was unable to advance through the lead afterwards. Therefore, the physician elected to remove that lv lead as well and implant a competitor left bundle pacing lead. The patient was discharged after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that fluoroscopy confirmed the new left ventricular (lv) lead had been dislodged.